Manufacturer narrative:
H3: evaluation could not determined the reported issue. However it was noted that bearing was corroded. It was also noted that bearing misaligned and laser marking faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was overheating. At the time of the report, impact to the patient was unknown. Additional information received during follow up stating this attachment was found to have debris in it and was put in the spd repair bin.